Manufacturer narrative:
The problem is traced to a component failure. We are unaware about operator injury. This event has already been reported with MDR 2021_166. It has been reported two times to quanta by the distributor and discovered later that it was a duplicate. It has been reported twice to FDA only for internal management reasons.

Event description:
The laser system had a failure that did not allow to use it properly. No adverse effects to patient were reported.